Event description:
A male patient reported undergoing a procedure to remove scar tissue from his left eye, which had formed following the implantation of a new intraocular lens (iol). Follow-up information revealed that the patient had johnson & johnson monofocal lenses implanted in both eyes. During a post-operative visit, the patient was informed about the development of scar tissue in his eyes, which necessitated laser treatment to restore his vision. The patient clarified that the scar tissue was not associated with the lens itself, as his doctor had explained that such scar tissue could develop as part of the natural healing process and could be treated effectively. Laser treatment was utilized to address the issue, and the patient confirmed that the problem has been resolved. He also stated that no additional treatments, medical interventions, or surgical procedures were required. The patient reported excellent distance vision and overall great eyesight following the treatment. Furthermore, he mentioned experiencing the same issue in both eyes, with identical treatment applied to both. However, the dates of the treatments were not provided. No further information was provided. The patient had bilateral lens implantation. This report is for the patient's left eye. A separate report will be submitted for the right eye.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is after december 20, 2024. Section d1: brand name: unknown, as the serial number was not provided. Section d4: model number: unknown, as the serial number was not provided. The lens was indicated to be a monofocal lens. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted. The serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - impact code: 4625 - secondary surgical intervention an attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.